Event description:
Information received by medtronic indicated that the insulin pump had a cracked down to the back and the clip does not stay on it and kept falling off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: unknown. Retainer ring = black. P-cap / reservoir locks properly into place. Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage on pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform the, active current measurement, sleep current measurement, self test and displacement test due to a constant blank flashing white light on the display. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.